Event description:
It was reported that a clearlink system continu-flo solution set had blood backflow during patient infusion with epoprostenol; further described as "this drug flows slowly and maybe that was causing the issue". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.